Event description:
It was reported that balloon detachment occurred. The balloon sheared at the shaft and detached from the hypotube. The detached portion of the balloon was snared. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).